Manufacturer narrative:
Visual examination of the returned device revealed the tip of the catheter had been pulled off and only about 1mm of the black tip remained attached. Examination under 10x magnification reveals a longitudinal groove of unmeasured depth beginning approx 4-1/2 cm from the distal tip and rotating through approx 180 degrees ending at the break in the distal tip. Such a groove is evidence of damage due to severe contact with calcification in the artery during device withdrawal. An instructions for use is supplied with this device, in which is cautioned: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal." Based on the info provided and the results of our investigation, it is likely that forces during withdrawal exceeded the design strength for this device. We are continuing our monitoring of similar complaints.

Event description:
During a very difficult aortic blockage, the catheter broke into the pt at the radiopaque band marker at the end where it turns to the regular blue catheter color. They spent hours using forceps to retrieve the distal end out of the pt before the pt went to surgery for the blockage itself. Add'l info received on 10/26/2009: the physician was able to gain access above the occlusion using a bentson wire; followed by the kmp catheter. The bentson was exchanged for an amplatz super still wire. Upon attempting to pull the catheter back, the physician felt resistance. After another attempt, the physician was able to pull the catheter back; however, the radiopaque tip broke off and was left in the pt. The physician then had to attempt to remove the tip of the kmp catheter. After two attempts with both a small and larger sized amplatz goose-neck snare, the tip was removed successfully. Pt is doing okay.